Manufacturer narrative:
Additional information: the lot number was received and the following fields were updated: lot number, unique identifier (UDI) number, expiration date. Device manufacturer date.

Manufacturer narrative:
Additional information provided to the manufacturer: the principal investigator (physician) of the clinical trial determined this adverse event was not related to the lvis jr. Study device.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The stent was implanted in the patient and the remainder of the device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies thrombus as a potential complication associated with use of the device.

Event description:
It was reported that embolization treatment was performed on (B)(6) 2018 for an unruptured saccular aneurysm in the right middle cerebral artery on a patient enrolled in the lepi clinical trial. An lvis jr stent was implanted, followed by the implantation of the web intrasaccular device in the aneurysm. Peri-procedure, an intra-stent thrombus was identified, which was successfully treated with aggrastat. The event was reported to be mild in severity and resolved without sequelae that day. The patient was discharged eight (3) days post-procedure with a mrs score of 0. The patient will be monitored per clinical trial protocol.